Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96 warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that her blood glucose reached a high of 180mg/dl when she went to the hospital and was admitted on (B)(6) 2017. She remained hospitalized at the time of call ((B)(6) 2017). She was diagnosed with dehydration and hyperemesis gravidarum, she was not in diabetic ketoacidosis. She also had large ketones. Treatment included IV fluid, insulin, and monitoring. Changes were made to her insulin doses. Additionally, she stated that two weeks prior there was a slight adjustment to her basal setting. The pod was worn on the abdomen for longer than 48 hours.